Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('part of coil (this was on my sponge I wash with)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("this was on my sponge/I was with/is this part of coil"). At the time of the report, the device breakage and device expulsion outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. The reporter commented: this happened to me as well a few months after didn't know all this was going on until today that a cousin of mine informed me". ¿concerning the injuries reported in this case, the following one was described in patients social media record: device breakage and device expulsion". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('part of coil (this was on my sponge I wash with)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("this was on my sponge/I was with/is this part of coil"). At the time of the report, the device breakage and device expulsion outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. The reporter commented: this happened to me as well a few months after didn't know all this was going on until today that a cousin of mine informed me". ¿concerning the injuries reported in this case, the following one was described in patients social media record: device breakage and device expulsion". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.